Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (full hysterectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event "injury to herself" updated to "pelvic pain", events-" abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, fatigue, hair loss, migraine and weight fluctuations", patient demography, lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.